Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remains implanted so it was not available for evaluation; therefore, functional testing as well as physical analysis cannot be performed. However,stenosis is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that two and a half months after an uneventful stent placement to treat a left vertebral artery stenosis, the patient had an asymptomatic 78% in-stent restenosis.. One week later, successful angioplasty was performed without any adverse consequences to the patient. One year follow-up found in-stent restenosis again, which was treated with angioplasty. No further information was provided.

Manufacturer narrative:
The device remains implanted.

Event description:
It was reported that two and a half months after an uneventful stent placement to treat a left vertebral artery stenosis, the patient had an asymptomatic 78% in-stent restenosis.. One week later, successful angioplasty was performed without any adverse consequences to the patient. One year follow-up found in-stent restenosis again, which was treated with angioplasty. No further information was provided.